Manufacturer narrative:
Examination of the returned device was unable to confirm the reported event. The returned handle was mated with a new poly broach tip ((B)(4)) and functionally tested with a depuy retained stem and found to assemble/disassemble and hold the stem securely as intended. A complaint database search on the provided product code identified similar reports. The investigation could not verify or identify any product contribution to the reported event with the information provided as the returned devices functioned as intended. Based on the inability to identify root cause, the need for corrective action was not indicated. Continue to monitor via (B)(4). Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The global broach handle will not hold broach/stem securely.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.